Manufacturer narrative:
(B)(4).

Event description:
It was reported that "at the end of hemodialysis (procedure lasted 3 hours). The patient started bleeding around the catheter. After removal of the covering it has been found that arterial line was separated. It has to be solved immediately by closing the catheter with pean (surgical vascular clamp) and the catheter was removed." A new hemodialysis catheter was placed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of an extension line/juncture hub separation was able to be confirmed by the photos. The arterial extension line had separated from the juncture hub and evidence of use (dried blood) was observed in the photos. However, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The customer report of an extension line/juncture hub separation was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "at the end of hemodialysis (procedure lasted 3 hours). The patient started bleeding around the catheter. After removal of the covering it has been found that arterial line was separated. It has to be solved immediately by closing the catheter with pean (surgical vascular clamp) and the catheter was removed." A new hemodialysis catheter was placed. The patient's condition was reported as fine.